Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during an implant procedure, a dural tear occurred. The physician was unable to implant the lead, so he elected to place another lead in a different location.